Event description:
The event timing is unkown. There was no report of patient harm. No known adverse events. Refer to expiration date as complaint notification date. Debris found in irrigation channel - not considered a blurry image event, but was reported to health canada prior to investigation conclusion; please note, the complaint was submitted to health canada as blurry image event, but internal investigation at pentax canada and biomed concluded it was due to irrigation channel issue.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: our investigation has not found that scope design or scope manufacturing are contributing factors to the blurry images. Considering environmental factors, it was found that when procedural debris with a high concentration of lipids and other hydrophobic strictly confidential, attorney client privileged and attorney work product material adheres to the lens, it is difficult to remove. Accordingly, blurry image issues appear to be due to environmental factors. It is not easy to resolve all environmental factors, but our investigation has revealed that using a lens cleaner containing a surfactant component as a measure to remove lipid-rich debris may be a way to respond to various environmental factors. This measure is effective for removing different type of contaminants. We have communicated this recommendation of using a lens cleaner containing a surfactant to the complainants. The optional use of a lens cleaner is referenced in the IFU.